Event description:
It was reported that the right atrial lead exhibited noise. The lead was explanted. No patient symptoms were reported. No further information could be obtained.

Manufacturer narrative:
(B)(4).